Event description:
It was reported that the customer was hospitalized due to high blood glucose of more than 400mg/dl. It was stated that the customer was on a biking trip. The mother stated that she does not feel comfortable with her son using the insulin pump and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.